Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. Wrinkling : observed. Additional observations: yellow particles on the surface of the shell. Crease fold observed. Deformation observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV," "breast pain,¿ and ¿waviness of the margin of the prosthesis.¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Visual analysis: visual analysis of the photographs identified: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture: no observed openings in the device. Pain: unable to confirm as it is a medical event not related to the device. In the photos observed two devices both appears to be intact, non-labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pain, wrinkling.

Event description:
Healthcare professional reported left side "capsular contracture baker grade unknown," "breast pain,¿ and ¿waviness of the margin of the prosthesis.¿ device has been explanted.